Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. Concomitant medical products: model: 457453, lead; implanted: (B)(6) 2006.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) system was extracted due to the patient developing infective endocarditis and a noted vegetation on the right ventricular (rv) lead. No further patient complications have been reported as a result of this event.